Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer didn't remove air from the cartridge prior to use. Tandem technical support educated the customer on cartridge labeling. Reportedly, the customer primed the tubing out to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of ranging from 397 mg/dl to "high" on the continuous glucose monitor (cgm). A correction bolus and manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.